Event description:
A resolution clip device was used during a hemostasis procedure in 2008. According to the complainant, following a polypectomy procedure, in the colon, a resolution clip device was advanced through a colonoscope. Once the clip exited the scope, inside the patient, the outer sheath was pulled back to expose the clip. It was then noted that "the clip was not properly attached to the delivery system but hanging on only by the inner connecting pin." Reportedly, the clip was withdrawn and the procedure successfully completed with a second resolution clip device. No patient complications were reported as a result of this issue, and the pt was reported as "stable" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. The may 2008 15- month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.